Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The tubing connected to mt5 on the system board was found to be disconnected. The tubing was reconnected to address the issue.